Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). The investigation of the complained handle has shown that the mechanism of the coupling part is indeed not working accordingly. Therefore it is not possible to disengage the screwdriver shaft any more. We are aware of the fact, as this is a rather delicate design, that if high mechanical force will be applied during use (especially while locking screws and plates) that this mechanism is limited in its function. Note that our pdc has enhanced the design in order to eliminate such problems in the future. Placeholder.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure surgeon was using a handle for mini quick coupling and it did not fit. Surgeon selected another and completed the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing.